Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a strain relief. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the serial number and the implant date is not available. The explant date is in question and additional follow-up has been initiated with the reporter to verify the correct date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported by health professional (B)(6) - leakage of the lap-band system at the port tubing.